Event description:
It was reported that the wake button was delayed and hard to press. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.